Manufacturer narrative:
The reported event was inconclusive. The sample was received in an opened package without the stent and guidewire inside. Based on the evaluation, it was observed that each label for each package (component) was the same with the outside label(box). Due to poor sample condition evaluation cannot be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[packaging] one unit per box" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent in the package, was the wrong stent. The stent used in the patient had side holes, however the package was for a stent without side holes. The stent was used on the patient anyway with no issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the stent in the package, product catalog number 881600 was the wrong stent. The stent used in the patient had side holes but the package was for a stent without side holes. The stent was used on the patient anyway with no issues. Per additional information from the ibc via email (B)(6) 2019; attached are photos of the package received by the user. The sticker in yellow, in photo 1433213-19070523_02 means "optima/ no side holes".